Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter x 155mm length abdominal aortic aneurysm approximately three weeks ago. The proximal aortic neck was 18 mm in diameter and 4 cm in length with a bend at the level of the renal arteries. The iliac arteries had moderate to severe tortuousity. It was reported that on the final angiogram a junctional type iii endoleak was noted at the contralateral gate where the contralateral limb was placed. A reliant balloon was used to balloon the contralateral limb and the bifurcated stent graft; however the angiogram showed that the endoleak had not resolved. A 14x4 non-compliant balloon was used in the ipsilateral limb and a 12x4 non-compliant balloon was used in the contralateral side as kissing balloons. There was still a slight blush noted. No further intervention was performed and the patient will be monitored. The patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (tortuous iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous iliac arteries).